Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Visual inspection: revealed no physical damage to both devices. Functional inspection: gamma 3 targeting arm and the fixation bolt were used to perform functional test of reported gamma 3 targeting devices. The devices functioned perfectly as expected. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by not adhering to the instructions of the optech during device assembly. If any further information is provided, the complaint report will be updated.

Event description:
Our agent, during a workshop, found that one device: after having mounted the dts arm on the carbon handle of the gamma cod. 1320-0111 on which a right gamma 3 long nail was mounted, it was absolutely not possible to insert the pin cod. 1320-5330 which remained completely out of the hole. Simulating instead the use of a left nail, the pin cod. 1320-5330 entered in part, resulting however decentralized with respect to the exit hole. The other device (same lot): mounting the arm on the gamma3 carbon device and inserting the locking pin, the pin itself did not engage, being off-center with respect to the exit hole. The problem occurs only on the long dx nail, not on the left. He tried with another device (different lot) whit no issue. No patient involvement, no associated procedure.